Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site (date not reported). Subsequently the patient's abutment was removed. The implanted device remains.